Event description:
The customer requested for field service to be dispatched, indicating that during pre-use checks the unit autocycles. They also stated that the unit does not pass the leak test. The sensor and diaphragm were replaced, but that did not resolve the issue.

Manufacturer narrative:
(B)(4). Field service has been dispatched to the user facility. Once the unit is evaluated, a follow-up medwatch report will be submitted.